Event description:
It was reported, "patient has injuries sustained as a result of the implantation of a stryker rejuvenate hip replacement."

Manufacturer narrative:
This event was reported through an attorney, as result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report.